Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix of the lead had an out of specification analysis result for extension/retraction due to disengagement from the helical channel. Visual analysis of the lead indicated damage at implant. The analyst noted the helix was stuck on the guidetooth. This affected the extension and retraction values. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the placement procedure, the lead dislodged. The lead helix would not retract. The lead was removed from the patient and an alternate lead was placed. No patient complications have been reported as a result of this event.